Event description:
Literature: allert n, kirsch h, weirich w, karbe h. Stability of symptom control after replacement of impulse generators for deep brain stimulation. J neursurg. 2009; 110(6): 1274-1277. Summary: this article presented a retrospective review of 56 implantable neurostimulation replacements performed in 42 pts between 2004 and 2008. The study evaluated the stability of symptom control after stimulator replacement in pts receiving dbs for various movement disorders including parkinson's disease, essential tremor, dystonia, multiple sclerosis, and cerebellar tremor. Reportable event: seven pts experienced stimulation that resulted in either reduced clinical efficacy, or intolerable side effects, following stimulator replacement. The risk of reduced symptom control after replacement appeared to be unrelated to the disease since cases occurred in pts with parkinson's disease, essential tremor, and dystonia. The pts were hospitalized for reprogramming. Reprogramming involved either a reduction in the stimulation amplitude, a reduction in amplitude and pulse width, or changing the active electrodes to regain satisfactory symptom control. Reference MFR report# 2182207200906173.